Event description:
The customer reported that the 7900 sys left monitor was defective. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The sys was found to be working and put back into svc.